Event description:
The customer reported that the picture periodically turns gainy. Also, the unit said it was shut down improperly and images may be lost, but the unit was shut down properly.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep re-loaded the software, but it still tried to rebuild files during testing. He replaced the gpos and hard drive. Then re-loaded software. He replaced the video controller pcb for grainy images. The system checked out ok and is fully functional.